Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. All available information was investigated, a definitive cause for the reported mitral stenosis could not be determined. The patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1+. Post procedure the mean pressure gradient was 6mmhg. One day post procedure, the patient presented with digestive bleeding therefore a therapeutic endoscopy was performed to treat the bleeding. Per the physician, the bleeding was not caused or related to the mitraclip system. No further information was provided.